Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the anterior mitral valve leaflet. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspection activities, including verification that the clip and its components were functioning as expected. There were no manufacturing non-conformities issued for this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as one day post procedure, the clip detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet. Another mitraclip procedure was performed and is considered medical intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2014 and two clips were implanted reducing the functional mitral regurgitation (mr) grade from 4 to 1. Post procedure everything was "ok". One day post procedure, the lateral clip (B)(4) was observed to be only attached to the anterior mitral valve leaflet and had detached from the posterior leaflet. The mr grade had increased to 3. On (B)(6) 2015, another mitraclip procedure was performed. Two additional clips were implanted reducing the mr grade to 1. Post procedure the patient had a good outcome. No additional information was provided.